Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded right ventricular (rv) noise on the egm. Data analysis was requested, and (B)(6) technical services reviewed latitude data and confirmed all these episodes mentioned in the email present non-physiological signals over-sensed on both rv rate egm and shock egm. Additionally, there was low intrinsic amplitude observed. Recommendations to evaluate the patient in-clinic, perform provocative maneuvers and provided troubleshooting steps. No adverse patient effects were reported. This rv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).